Event description:
It was reported that a cartridge alarm had occurred. There was no reported impact to the customer¿s blood glucose level. There was no additional information available regarding the outcome of the event.